Event description:
A distributor reported that the t button on an insulin pump was faulty, preventing the device from being turned on or off. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.